Event description:
Event description guidant received information that this passive-fixation atrial pacing lead dislodged. The physician elected to explant and replace it with an active-fixation lead. The replacement lead was placed in the header of the associated cardiac resynchronization therapy-defibrillator (crt-d); however, attempts to secure the lead were unsuccessful, as the setscrew could not be seated. The wrench would click, indicating the setscrew was seated, but the lead would slip out of the lead barrel. A second device was successfully implanted with the replacement lead. The device was returned for testing.